Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced. There were no complications before, during and post procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.